Event description:
The hosp reported that during a coronary artery bypass procedure, the ua-5001 unit jammed up on the user twice. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there was some galling along the inside of the handle knob. There was no evidence of blood on the device. A functional test was performed to determine if the unit "jams." The activator drive was tested to slowly turning the drive handle clockwise and counter clockwise. The drive performed as expected. Based upon these findings, the reported failure mode "it was slipping" could not be confirmed. (B)(4).